Event description:
A consumer reported that she had to take her daughter to urgent care to have a tampon removed because the tampon string broke off. She stated that on (B)(6) 2020 her daughter was unable to remove a tampon at home. On the same day she took her to urgent care where she underwent an internal examination and the doctor confirmed that the tampon was stuck and had to be removed medically. She was given an injection of pain medication, name not provided, after tampon removal. She was healing and no follow up appointment was required.

Event description:
A consumer reported that she had to take her daughter to urgent care to have a tampon removed because the tampon string broke off. She stated that on (B)(6) 2020 her daughter was unable to remove a tampon at home. On the same day she took her to urgent care where she underwent an internal examination and the doctor confirmed that the tampon was stuck and had to be removed medically. She was given an injection of pain medication, name not provided, after tampon removal. She was healing and no follow up appointment was required. Additional information received on 12/23/2020: medical record from urgent care visit on (B)(6) 2020. Assessment included foreign body in vulva and vagina. Speculum exam was performed which revealed a retained tampon noted in vaginal vault, removed with clamp successfully. The consumer tolerated the procedure with moderate pain. The consumer had some uterine cramping after the procedure mitigated with toradol 60 mg. Im. Dob, weight, concomitant medication and relevant history added.

Manufacturer narrative:
CAPA number: 21-005, date issued: 10/27/2020, CAPA origin: complaint. The product implicated in the complaint was 36ct playtex® sport multi pack tampons from date code 20107ca (april 16th, 2020). The reason code for the complaint was string broke. The consumer returned the unit carton containing 14 regular tampons and 13 super tampons. DHR review: a review of the device history record was performed to determine if there were any nonconformances associated with the lot of product that could have contributed to the reported defect. Tl1ere were no nonconformances issued for the string material used to manufacture the tampons. There were two nonconformances associated with the 20107ca lot. Nonconformance 3015551 was issued for foreign matter imbedded in plastic generated from supplier. The defect is not associated with string breaks and the product was dispositioned following the nonconformance procedure. Nonconformance 3015560 was issued for plunger damage/ plunger roll damage which is a defect not associated with string breaks. The product was dis positioned following the nonconformance procedure. Inspection of returned product: a visual inspection was performed on the product returned by the consumer to determine if any defects were present that could have contributed to the complaint. No defects were found that could have contributed to a string break defect. Additionally, a sample was sent for string performance testing. The sample met the specification for string performance. Consumer complaint review: post market surveillance performed a 24-month trend (sep 2018-sep 2020) analysis for product, date code and reason codes (string: broke). No statistically significant trend was identified. The were no additional complaints with the 20107ca date code. The complaint contact details were also reviewed for additional information. Review of controls for detection: per the process risk assessment and failure mode effects analysis (pfmea) for sport tampons, a stringing issue that could result in a missing string has a severity rating of 6, meaning serious. A serious severity is described as having performance impact, up to and including product failure with potential for harm to the patient or user due to failure of the product to meet performance expectations. Major physical injury possible of a temporary nature with reversible symptoms. There are multiple detection mechanisms for string defects that have been established to mitigate the risk level. Sensors: as part of the validated process, sensors are installed on the hp machines which form the tampon. Defect detected: type of detection: when is the sensor functionality evaluated string unloop: sensor on the hp (100% product inspection). The sensor is challenged once per shift by the production technician by simulating the defect and confirming product is rejected. (Fgf-085-31). String low strung: sensor on the hp (100% product inspection). The sensor's functionality is verified by a mechanic or e-tech when an issue occurs. No string: sensor on the hp (100% product inspection). The sensor is challenged once per shift by the production technician by simulating the defect and confirming product is rejected. (Fgf-085-31). Short string: sensor on the hp (100% product inspection) the sensor's functionality is verified by a mechanic or e-tech when an issue occurs. Visual inspection: a visual inspection is performed using an aql sampling plan per ansi/asq z1.4. A sample size of 80 tampons per pallet is used and the tampons are inspected for the string defects listed below. Defect: defect category: aql: string - missing, 5, 0.15. String - loose pieces, 5, 0.15. String - low strung, 5, 0.15. String - cut, 5, 0.15. String - pullback, 5, 0.15. String - untied/unlooped, 5, 0.15. String - out the top, 5, 0.15. String - loop over petal, 5, 0.15. String pinched, 5, 0.15. String- looped over top, 5, 0.15. String in barrel/plunger, 4, 1.0. String performance testing: tampons are sampled per ansi/asq z1.9 for string performance testing. Ten samples per lot are tested per test method ptm 321. No string performance testing failures were identified for this lot. Root cause / conclusion: the investigation revealed no issues requiring corrective action with the product manufactured as part of the lot. No nonconformances were found that could have contributed to the missing string defect. Detection methods for string defects are in place as identified in the pfmea. No corrective or preventive action is required because no issues were present that require resolution.